Event description:
It was reported that the pump is not recognizing the cassette connection and alarming no disposable. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
B5: initial reporter occupation was updated to non-healthcare professional on 20-jun-2022. The information was provided in the notification email. (20-jun-2022 is when the missing initial reporter occupation was discovered).